Event description:
Additional information received reported ¿the pump stopped working¿ and pump failure had occurred.

Event description:
Additional information indicated that the patient had had withdrawals in (B)(6) and (B)(6) 2012. The patient stated that there was a problem delivering medication, and the "pump had malfunctioned". No further information was provided at the time of this submission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No longer applies to this event. Analysis of the pump revealed no anomalies. Eval - conclusion: conclusion code 54 no longer applies to this event due to analysis findings.

Event description:
It was reported that the pump was replaced due to a volume discrepancy. The reporter was unable to report the specific volume values. It was noted that the catheter was patent, so the healthcare provider opted to replace the pump only on (B)(6) 2012. The reporter stated there were no patient symptoms and no patient injury related to the event. At the time of the report, the patient status was alive-no injury/no adverse event. Patient outcome was not provided. The medications in the pump were dilaudid, bupivacaine and clonidine. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).